Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. A small perforation was found in the neck of the pressure regulating balloon (prb). The physician suspects that the patient, who regularly lifts very heavy objects for work, may have exerted excessive pressure on the prb, leading to the damage. A surgical procedure was performed in which the entire aus system was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. A small perforation was found in the neck of the pressure regulating balloon (prb). The physician suspects that the patient, who regularly lifts very heavy objects for work, may have exerted excessive pressure on the prb, leading to the damage. A surgical procedure was performed in which the entire aus system was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.